Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly, the battery cap could not be tightened or removed from the pump. Reporter stated that there was no power loss. Reporter was unable to determine if the threads on the cap and/or the battery compartment were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the threads of the battery cap were stripped and the contact height measurements were out of specifications. The battery cap was unable to secure onto the pump. Using a test battery cap, the pump powered up and functioned properly. No other defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.